Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connector shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the last bag of their pd treatment was not securely connected. The apd luer lock connector, which was securing a baxter-brand solution bag, came apart. The patient reported receiving an air detected in cassette alarm several times during drain 4 of 4 of treatment. It is unknown at which point in therapy the disconnection occurred. The cause for the disconnection is unknown. The patient contact reconnected the bag to resolve the issue. The air detected in cassette alarm did not reoccur and the patient continued treatment. Additional information was requested, however to date a response has not been received. It was not reported during the initial call that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The apd luer lock connector used by the patient was not returned for physical evaluation by the manufacturer.